Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Test strip UDI#: (B)(4). Note: manufacturer tried to make contact customer (several attempts) in a follow-up call to ensure that the meter is working as intended - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. Daughter is calling on behalf of the customer. During the call the customer's nurse had arrived and customer had performed a blood test and obtained a result of 80 mg/dl fasting. At the time of the call the customer reported feeling dizzy. Daughter was going to contact customer's doctor. Customer could not continue with the troubleshooting process and no further information was able to be obtained.